Event description:
Customer reported device = 117 mg/dl. Customer took insulin. Device = 80 mg/dl. Customer took glucose tablets and drank a coke. Device = 90 mg/dl. Customer took more glucose tablets and drank more coke. Customer called a nurse. Nurse called emergency medical technician (emt). Emt told customer to eat raisins and drink pineapple juice. Customer was taken to hospital. Hospital device result was not provided. Customer was given lunch in the hospital and more glucose tablets. Blood glucose level elevated. At 4 pm, hospital device = 227 mg/dl and customer was released. A requested was made for return product and replacement product was sent.